Event description:
It was reported that an amplatzer valvular plug iii 12mm x 5m was implanted on (B)(6) 2022., post procedure, but prior to discharge from hospital, acute right limb ischemia with right common femoral occlusion due to right femoral artery dissection with thrombus formation was observed and was treated with right iliofemoral endarterectomy with bovine patch with improvement of symptoms. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of acute right limb ischemia with right common femoral occlusion due to right femoral artery dissection with thrombus formation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information : (B)(6) - paradigm, patient site ID: (B)(6). It was reported that a 7f amplatzer torqvue 2 delivery system was used to implant a 12mm x5mm amplatzer valvular plug iii on (B)(6) 2022. Post procedure, but prior to discharge from hospital, acute right limb ischemia with right common femoral occlusion due to right femoral artery dissection with thrombus formation was observed and was treated with right iliofemoral endarterectomy with bovine patch with improvement of symptoms. On (B)(6) 2022, patient had right lower extremities pain and swelling; the patient was prescribed doxycycline for presumed cellulitis. On (B)(6) 2022, the patient presented to the emergency department (ed) with no relief of symptoms and additional fever and chills. The patient was admitted and diagnosed with cellulitis of leg. IV antibiotics were started and the patient was later transitioned to oral antibiotics prior to discharge. The patient was reported to be in stable condition.